Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while severing the lung, the staple was not able to fire. The surgeon was able to press the green button and squeeze the handle. The connection of the anvil broke. The reload was replaced with a green one to complete the case. There was no patient injury.